Event description:
The customer received a questionable troponin t, stat (tnt) result on their e411 disk analyzer. The patient's initial tnt result was 0.407 ng/ml accompanied by a data flag. The customer put the sample back on the analyzer and repeated it. The repeat result was 0.312 ng/ml accompanied by a data flag. The laboratory tests all tnt stat samples twice and the results must be within 20% of each other. Since this criterion was not met, the customer put the sample back on the analyzer and repeated a second time. The second repeat result was 0.314 ng/ml accompanied by a data flag. The 0.314 ng/ml was considered the correct result and it was reported outside the laboratory. There were no adverse events. The tnt reagent lot number was 16696602 and the expiration date was 01/31/2013. The field service representative found that the sipper probe spring action was not adjusted properly. He adjusted the sipper probe spring action and verified the instrument's operation. Performance testing was done with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.